Event description:
It was reported that a healthcare provider (hcp) noticed an increase of infections involving both initial implant and replacement pumps at his hospital. The hcp wanted to know why this was occurring. It was unknown what the pumps were infusing. No further information was provided. No outcomes and interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).